Event description:
Patient was admitted for having vt storm. Upon interrogation, there were 60 episodes of svt and vt. During this time, the capacitor charge time exceeded limit. The following day when attempting to perform capacitor maintenance, the device went into a hardware bvvi reset mode. In the evening, the patient continued to receive shocks. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.